Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 115", "defib disabled", "defib fault 80" , "system fault 36", "system fault 37" and "discharge fault" upon power up. There was no pt involvement during the reported malfunction.